Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Prime properly. No unexpected rewind anomalies noted. Device received with intermittent button response due to flattened esc, up and down button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with broken battery tube threads, scratched lcd window, broken belt clip slot, cracked reservoir tube lip, cracked case from display window corner, cracked case and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump act button harder to press and other button worn off. Customer reported that the insulin pump louder when rewinding , insulin squirts out and unexplained no insulin delivery alert. Insulin pump had to angle in a certain light to see because of the scratches of the screen and the plastic of the insulin pump. Customer reported that the insulin pump had motor error and battery was diminished. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.